Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported pleural effusion could not be conclusively determined through this evaluation. The account reported that the patient had a chest x-ray performed on (B)(6) 2017, which revealed a small left pleural effusion. The patient underwent a thoracentesis for drainage and a culture. The patient tolerated the procedure well and a follow up chest x-ray performed on (B)(6) 2017, revealed that the event resolved. The patient remained ongoing on vad support with no further related issues reported until ultimately expiring on (B)(6) 2020. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s chest x-rays¿s (B)(6) 2017 showed a small left pleural effusion. It was decided to pursue thoracentesis for drainage and culture. Patient tolerated procedure well. Chest x ray showed no effusion on (B)(6) 2017.